Manufacturer narrative:
The pump user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer had dropped the pump in water prior to the data alert occurring. Customer's blood glucose level was 220 mg/dl. Reportedly, customer continued using pump for insulin therapy.